Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe was unable to operate. The following information was provided by the initial reporter: we have noticed that when administering the dose of insulin there is a certain "remnant" in the syringe, that is, if we take 1 international unit of insulin, the dose practically does not reach the patients, since it remains loaded between the tube and the needle pivot , a situation that worries us since we are putting the health of patients at risk.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. . Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe was unable to operate. The following information was provided by the initial reporter: we have noticed that when administering the dose of insulin there is a certain "remnant" in the syringe, that is, if we take 1 international unit of insulin, the dose practically does not reach the patients, since it remains loaded between the tube and the needle pivot , a situation that worries us since we are putting the health of patients at risk.